Event description:
A vns patient¿s device was received by the manufacturer and analysis was completed. The downloaded data showed that high impedance may have been present during implant of the device. The diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.821 volts and was not in a depleted condition. The downloaded data revealed that 83.182% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Additional relevant information has not been received to-date.